Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported damage to the downstream occlusion seal. Additionally, corrosion was observed on the device battery contacts. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal and battery contacts were replaced, and the device passed all testing.

Event description:
It was reported that the device had a bubbled dso. There was no patient involvement.